Event description:
The customer reported that the insulated plastic at the shaft of the device came off during the procedure before the device came in contact with the patient. The patient was not injured.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation is damaged. The insulation was still on the device. The customer reported that the insulated plastic at the shaft came off during procedure before in contact with patient. The reported condition was confirmed, additionally, the sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.